Event description:
It was reported that a pt was burned during a scan. The pt was not padded during the scan to keep the pt from touching the bore of the magnet. The pt received a third degree burn to the left hip. The operator's manual warns that padding is required to keep pts from touching the bore of the magnet or burns could result.